Event description:
The customer reported that their device would reboot on it's own when performing the user test and every time the device was powered on. The device also logged several event codes. After an evaluation by physio-control, it was observed that the device was rebooting during the user test, and the device keypad would function intermittently. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a thermally sensitive integrated circuit chip, designator u8 from the user interface pcb assembly.